Event description:
IV pump malfunction? User error? Vasoactive medication was not infusing at appropriate rate during the operation despite being programmed correctly. Likely cause was a kink in the IV tubing proximal to the pump resulting in resistance and decrease flow rates. The patient was receiving phenylephrine infusion intraop and developed labile blood pressures that were not easily explained by blood loss in the field or patient past medical history. This was an anterior/posterior spine case, and one possible differential diagnosis was bleeding from the anterior approach. An istat was obtained to determine the hematocrit. It was within the range we expected. The patient then was given albumin to help augment the bp. Eventually the bp stabilized. At the end of the case the IV pump running the phenylephrine infusion alarmed "complete". The pumped indicated 225 ml out of the 250 ml infusion bag was infused. The IV bag still had 150 ml of solution in it. Upon closer inspection it was noticed that the IV tubing above the door was kinked thus contributing to an upstream occlusion. It is unknown whether an upstream occlusion alarmed and was silenced to the point the pump continued to operate with resistance and thus a flow rate not compatible with the inputted numbers. Inspected by src clinical engineering. There were no problems found with the pump. The log does indicate there was an ¿upstream occlusion alarm¿ that was cleared by a clinical user during the infusion time.